Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator 2013 (B)(6); 5092 implantable pacing lead 2013 (B)(6). (B)(4) .

Event description:
It was reported, the lead dislodged and a revision was performed. The lead was then removed and replaced based on physician discretion. No patient complications have been reported as a result of this event.